Event description:
Three devices were placed at three different times. Devices were placed in dialysis graft fistula due to an aneurysm above and stenosis below. The aneurysm was in the native vessel and the stenosis was in the fistula. During patient follow-up in early october, stent fractures were noted. It was reported that the patient expired at a later date due to unknown causes.

Manufacturer narrative:
Event evaluation: this event is still under investigation.